Manufacturer narrative:
Additional suspect medical device components involved: reference number: (B)(4); product family: dbs-linear leads; upn: (B)(4); model: db-2201-45dc; serial: (B)(4); batch: 21355463. Explanted devices will not be returned because they were kept by the facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complain device could not be complete. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient needed leads repositioned due to migration. Physician assessed that one lead migrated 8mm and one lead was not providing adequate stimulation. Physician replaced both leads. Device malfunction was not suspected. Patient was doing well.